Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to replace the integrated multi-sensor technology (imt), sample diluent, and the standard b salt bridge. The customer repeated quality controls, which resulted within range. The cause of the discordant, falsely high na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high sodium (na), and chloride (cl) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s) who questioned them. The customer checked the instrument and found all of the quality controls were out of range. The samples were repeated on another dimension vista 500 instrument, resulting lower and matching patients' previous clinical data. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high na and cl results.